Manufacturer narrative:
Following the discrepant identification test result reported by the customer, an investigation has been carried out at biomèrieux manufacturing site. Global customer service (gcs) performed a complaint trend analysis from july 2022 to october 2022 for the error code ivd mis-identification - f87, and no general trend was identified the customer provided raw data to biomèrieux for evaluation. According to the vilink alert tool criteria, no fine tuning was needed during the tests made on (B)(6) 2022. However, the fine tuning made before the identification issue was non-optimal, one mandatory criteria was not met (percentage of one high mass detection was low). The high masses detection is important for fungi identification. *spot preparation quality the calibrator ¿all peaks¿ values are quite heterogeneous. Based on this finding, the spot preparation quality needs to be verified with the customer. Sample data analysis: reprocessing the customer data with vitek ms kb v3.2 allows to show that : the first acquisition gave no identification; the misidentification was obtained during the second acquisition of the same spot. Based on this finding, the misidentification could be due to the non-optimal quality of the deposit and/or degradation of the deposit due to this second acquisition on the same spot (i.e. Low biomass); the misidentification was obtained with low identification score (-0.23) which is at the acceptable limit for giving a ¿no identification¿ result (-0.4); the resolutions are low for both spectra (518 and 564), it could be link to non-optimal spot preparation; the number of peaks is low for both spectra, it indicates that the spot preparation was non-optimal (i.e. Culture, different operator, operator skills, non-optimal crystallization, ¿). In this case, a gram stain reaction on the colonies should have alerted the user. For information, the following system limitation is written in the user manual supplements - 161150-925 - a1 ¿ vitek ms clinical - v3.2 kb us: ¿interpretation of results and use of the vitek® ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results.¿ the investigation determined that the customer's issue is likely due to non-optimal sample spot preparation, and a non-optimal fine tuning.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Complaint description: a customer in the united states complained after having obtained an incorrect identification test result when testing a microorganism isolated from a patient's sample for identification test using biomérieux mass spectrometry technique. The customer said that on 30 oct 2022 they had tested a colony isolated from a patient sample using their vitek® ms instrument (ref. 410895, serial# (B)(4)), knowledge base (kb) version 3.2 and that the microorganism was identified as sarocladium kiliense with 0% confidence. The customer indicated that the microorganism was cultured on sabouraud dextrose agar plates. The customer mentioned that they had repeated the same test using the same spot with organism and had obtained sarocladium kiliense with 99% confidence. The customer said that based on the wet mount observation the microorganism is a yeast thus the identification test result obtained with their vitek ms system is not consistent with the wet mount result. The expected identification result was not provided. There is no indication or report from the customer that this event led to or contributed to any death, serious injury, or serious deterioration in the state of health for the concerned patient.